Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect belt messages, damaged connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was pulled from case unplugging the j1001 on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was damaged and was experiencing "connect belt" messages.